Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. The patient was a 33-year-old female who underwent lateral episiotomy sewing in hospital on (B)(6) 2024. The surgeon used vr917 for sewing the perineal tissue in the way of continuous suturing (the specific sewing tissue was unknown). No abnormality was found when the suture was unpacked. During the sewing, it was found that the suture was rough and could not be used. Therefore, a new suture (with specific product information unknown) was immediately replaced for sewing again. The subsequent operation went smoothly. After the surgery (the specific date was unknown), the patient had poor healing of perineal incision (the specific symptoms and signs were unknown), and the hospital did not provide the subsequent specific treatment measures. At present, the perineal incision of the patient was healed well, and the patient was discharged smoothly. No subsequent adverse event report was received. H3 evaluation: the product was returned for evaluation. Four used needle suture pieces that pertained to product code . During the visual inspection of the samples, the swage and attachment area were noted as expected. The sutures were examined and suture fraying could be observed. This condition causes the sutures to feel rough. This product code contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent a lateral episiotomy procedure after childbirth on (B)(6) 2024 and suture was used. Child. The patient delivered a live male infant. During the process of suturing the perineum with suture, the doctor found that the outer layer of the suture was rough. There was suture fraying. The physician was unable to sew with the suture. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device pending evaluation. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested but unavailable: were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.